Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported that the alarms sounded "too early" and therefore experienced a medical event. Customer further reported that the low glucose alarm did not sound when they were hypoglycemic and experienced a loss of consciousness, requiring treatment of dextro energic oral glucose provided by their spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and complaint. The review did not identify any trends that would indicate any product related issues related to this complaint. Used a known good libre 2 sensor and was able to successfully receive high/low alarms on an a5x device with freestyle librelink special addition app and did not identify any issues with the app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported that the alarms sounded "too early" and therefore experienced a medical event. Customer further reported that the low glucose alarm did not sound when they were hypoglycemic and experienced a loss of consciousness, requiring treatment of dextro energic oral glucose provided by their spouse. There was no report of death or permanent injury associated with this event.